Manufacturer narrative:
A review of the manufacturing records was conducted. Results revealed all process operations presented in the manufacturing record were in compliance with manufacturing instructions specifications. All tests results showed a pass condition. No deviation or non-conformance report (ncr) related to the customer claim was generated. The documentation shows that the production order was manufactured according to specifications. Placeholder.

Manufacturer narrative:
Additional information was provided stating that the patient has recovered. The patient was implanted with another intraocular lens (using a non-amo product) out of the (capsular) bag at a later date. No further information was provided. All pertinent information available to abbott medical optics at the time of this report has been submitted. Placeholder.

Event description:
Our office in (B)(4) received a report from a physician that he felt higher resistance with the preloaded system while he was inserting a pcb00v 19.0 diopter intraocular lens into the eye of a female patient. It required extra force to implant the lens. At that time, the posterior capsule ruptured. In addition he noted the lens was implanted without the second haptic. The lens was removed requiring incision enlargement. Another lens was not implanted.

Manufacturer narrative:
The preloaded insertion system and lens were returned to the manufacturer. Visual inspection: visual inspection revealed scarce amount of viscoelastic (ovd) residue at the cartridge tube area. No residues of viscoelastic were observed at the cartridge loading zone area. Also, the iol was observed damaged with broken haptic and optic cut. No molding defect, (plunger tip broken, or assembly error in the preloaded assembled delivery system or cartridge defect were identified. The complaint type for ''stuck in cartridge'' could not be verified because the lens was received out of the cartridge. Investigation results reasonably suggest that the probable cause could be an user error. All pertinent information available to the manufacturer has been submitted. Placeholder.

Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics at the time of this report as been submitted. Placeholder.